Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2023 and obtained the following additional/updated information regarding the reported event: there was no fragment falling into the patient¿s anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the tip of a force bipolar instrument was detached, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicated/confirmed the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument delivered energy on several attempts. The instrument was fully functional. No product issue was identified. Issue related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation not reported by site: fa found the primary finding of damaged conductor wire insulation to be related to the customer reported complaint. The conductor wire insulation was damaged on the distal end. The insulation does not exhibit thermal damage and the insulation was lifted with no piece missing. The conductor wire was slightly exposed, but no wires were physically damaged. The instrument passed the electric continuity test. The instrument was placed and driven on an in-house system where it released energy. The complaint regarding the tip of a force bipolar instrument was detached was not confirmed by fa, however, fa did acknowledge the conductor wire insulation was damaged and the conductor wire was slightly exposed. This finding indicates that the device did contribute to an issue. Root cause of exposed damaged conductor wire is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations acknowledges the force bipolar instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of a force bipolar instrument was detached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.